Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No pump errors 3 or 54 were noted during testing; however, pump error 53 (filenumber = 32122, linenumber = 1421) is confirmed in the formatted history file due to a software error.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 184 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.